Event description:
It was reported that cartridge did not fully snap into pump, and caller noted presence of extra o-ring on pneumatic tap. There was no reported impact to the customer¿s blood glucose level. Caller, with guidance from technical support, removed extra o-ring, cleaned pneumatic tap area, confirmed cartridge o-ring was in place and undamaged, and then successfully reloaded cartridge through pump menu, after which insulin therapy was resumed successfully.